Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause for the foreign material could not be established. Regarding the corrosion around the forceps elevator lever (l-arm) and the adhesive around the objective lens had a chip, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope had foreign objects inside the light guide lens, corrosion on the forceps elevator lever (l-arm), and the adhesive around the objective lens had a chip. There was no patient involvement.